Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that unspecified bd catheters experienced 2 cases of leakage, 1 case of blood splash/exposure, and a case of compromised packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were occurrences of leakage (2), clinician exposure to blood (1), and the package seal open before use (1).

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reported phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd catheters experienced 2 cases of leakage, 1 case of blood splash/exposure, and a case of compromised packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of leakage (2), clinician exposure to blood (1), and the package seal open before use (1).